Manufacturer narrative:
Additional information: h6 and h10 this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. One (1) sample unit was received with its original package opened. Visual inspection: the sample was visually inspected at a distance of 12inches under normal lighting to receive unit. Sample was visually inspected in following components: tube surface, luer connector, reflux connector, swivel connector -results for visual inspection in sample provided: after visual inspection was performed to both sample unit, the review showed no marks or stains observed on tube surface, neither on reflux connector or swivel connector that could affect product functionality. Functional test in sample provided: based on manufacturing procedure performed a leakage test on sample provided, in order to verify if leakage can be confirmed or not, after test was performed, samples passed successfully leakage test. The reported failure mode cannot be confirmed. Based on the sample provided, analysis conducted on physical evaluation, no root cause can be determined as functional test or visual inspection test passed successfully, results indicate that no adverse condition was found on either product received. No corrective actions are required since failure mode or adverse condition reported was not confirmed.

Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer disposable had a slightly bent insertion pin out of the packet. This caused it to be unable to fully insert into the warming device. There was no patient involved at the time of the event.